Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 86133501 with an expiration date of 31-dec-2025. The field service engineer decontaminated the sample and reagent probe flow paths, checked the probe adjustments, and checked the rinse tubes. He found that one of the rinse units was partially blocked. He replaced the rinse unit, decontaminated the tubes, and checked the rinse levels. He replaced a clamp assembly and the gear pump head. He performed a hardware check test, and the results were within the acceptable range. The calibration and control results were checked, and the results were within acceptable limits. The investigation is ongoing.

Event description:
There was an allegation of a questionable low cholesterol gen.2 result from the cobas 8000 c702 module. The initial result was 8 mg/dl. The repeat results were 197 mg/dl from another module and 201 mg/dl from the original module. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.